Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer's blood glucose level was 125 mg/dl. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.